Manufacturer narrative:
Monitor source reconfigured; system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the monitor source was misconfigured, causing display issue on a allura xper fd20 biplane or table. The clinical use of the system was in use. There was no reported patient or user harm.